Event description:
Livanova deutschland received a report of an essenz arterial clamp for which an error message "arterial clamp defective" was shown. Reportedly, the event occurred out of procedure, while a piece of tubing put into clamp compartment. Unit power cycling and unplugging-replugging did not solve the issue. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement.h11:a livanova field service engineer (fse) was dispatched on site: the event was confirmed. As troubleshooting, a new arterial clamp was provided to the customer. New device was tested and found to be aligned with all specifications. Unit was put to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.